Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider via a company representative regarding a (B)(6) male patient who was receiving fentanyl 10000mcg/ml at 4800 mcg/day, ketamine 10mg/ml at 4.8 mg/day, and prialt 5mcg/ml at 2.4 mcg/day via an implantable pump for non-malignant pain and failed back syndrome. On an unknown date, the patient experienced a lack of therapy. Diagnostics/troubleshooting were unknown. A catheter fracture was identified just proximal of the anchor location and the catheter was surgically repaired. As of (B)(6) 2015, the issue had resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.